Manufacturer narrative:
Initial reporter (B)(6). The device was manufactured between 24feb2017 and 27feb2017. The actual device was not available; however, a photograph of the sample was provided for evaluation. A functional flow rate test must be performed on the actual device in order to verify the flow rate accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a folfusior underinfused. After 46 hours the patient presented to have the device disconnected. The balloon inside appeared lopsided and one side still had fluid remaining. Upon disconnecting the device, it began infusing again. The fluid left in the device was estimated at 20ml. The device was filled with 4750mg fluorouracil hs wp diluted with an unspecified amount of 0.9% normal saline. There was no patient injury or medical intervention associated with this event. No additional information is available.